Event description:
I have had many symptoms my pcp, two different cardiologists, and my surgeon can not explain. Two months after I had breast implants I developed feelings of syncope, hot flashes and fevers with no other flu like symptoms, tachycardia, heart palpitations, increased blood pressure, ringing in the ears, chest pain, severe fatigue, abnormal periods, and vertigo. I have never had any of these things previously and was perfectly healthy. I feel like it is affecting my brain as well. I'm a nurse in the emergency room and I used to love traumas and abscesses. Since the implants were placed I feel like I will pass out every time I'm exposed to blood. I had to sit down to start IV's for months and now I can start an IV with less dizziness but anything that increases my heart palpitations, feelings of syncope, and fever. I struggle with exercise as well and walking stairs. Any thing that increases my heart rate causes symptoms. Two different cardiologist I was referred to diagnosed me with dysautonomia like syndrome but said I don't have it and it will go away in a couple years. They think I harmed my autonomic nervous system somehow but aren't quite sure how. No one knows what could be causing my symptoms but all are listed on blogs and forums from other women stating they only occurred post breast implants. FDA safety report ID# (B)(4).